Manufacturer narrative:
(B)(4). Foreign source - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following an initial knee arthroplasty, the patient flexed to 120 degrees early into rehabilitation causing a hematoma. The patient underwent a revision of the articular surface in their left knee. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the patient flexed to 120 degrees early into rehabilitation; therefore, the root cause is attributed to the patient not adhering to the rehabilitation program.